Manufacturer narrative:
Additional information was received indicating that the reported issue was discovered when pre-use check was performed on the unit in a hospital¿s me room. The testing was unrelated to set up for patient use. Based on this information, it has been concluded that this is not a reportable event.

Manufacturer narrative:
B4: 20sep2021. Multiple attempts were made to obtain information on the repair/service of the device that has been unsuccessful.

Event description:
The customer reported that the battery is broken. Per the authorized service personnel (asp) the battery is not under a warranty period, and the business has been informed to follow up. No engineer on site and no way to provide a copy of the drtp. The unit did alarm battery failed. The customer reported that the unit was not in use on a patient. Per authorized service personnel (asp) issue was discovered at turned on. No delay in therapy reported.